Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240/2367 alarm and a low ultra filtration (uf), which occurred on the homechoice (hc) during use, during drain 6 of 6. The baxter technical service representative (tsr) recycled the power and the alarm cleared. They explained the alarms and the uf equaled -225ml and the uf target was 0ml. The caller would discard the supplies. The caller would contact the registered nurse (rn) per the air detect alarm and the home patient (hp) being connected and the negative uf number. The patient was connected either at the time of the alarm or observed air. The patient line was properly primed before connecting. Patient extension lines were not used. The patient did not disconnect prior to the alarm or observed air. All bags were properly connected. There were no open clamps on the unused supply lines. There was nothing unusual noted about the supplies. Proper procedures per the user manual were reviewed with the reporter. The supplies were not damaged by an outlet port clamp or an assist device used to make the connections. The hp would complete therapy with manual supplies. The sample was not available for evaluation. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance spoke with the care giver (cg) on (B)(4) 2012. The cg stated that the system error 2240 was cleared by ending therapy. The cg had noticed that the tubing was wet but did not notice any leaks in the cassette or bags. The cg stated that his hand was exposed to the fluid. The cg did not notice anything unusual about any of the supplies. The cg had no other issues with therapy. There have been no other issues with therapy and there was no other patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined. A evaluation of the companion sample was conducted and no issues were found related to the reported condition during the evaluation. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. This issue is being investigated through CAPA.